Event description:
The healthcare provider reported injecting smooth into the temples of a patient. The patient experienced lumps and bumps which persisted longer than the hcp expected. The hcp performed a firm massage of the temples for a few days following injection. The lumps were treated with injection of saline in the temple region to try to smooth out the lumpiness. The lumps persisted and the product was dissolved. Safety database number: 2025ev000606. Additional comments importer complaint number (B)(4).